Event description:
Related manufacturer report number: 2017865-2023-35955. Related manufacturer report number: 2017865-2023-35956. Related manufacturer report number: 2017865-2023-35958. It was reported that the patient presented to the hospital with redness and swelling due to infection at the device site. The implantable cardiac defibrillator (ICD) was eroded. The ICD, atrial lead, right ventricular lead and the left ventricular lead were explanted. The patient was in stable condition.